Event description:
I've had tinnitus for about 4 years and recently I read about a medical device that was supposed to lessen the sound of tinnitus, though there was no guarantee. The medical device is from the manufacturer, neuromond and the device is lenire and was FDA approved last year. It consists of headphones and a tongue pad that emits a very mild buzz on the tongue. The device has a control box that emits a series of sounds into the headphones. My tinnitus has gotten so much louder and higher pitched that I had to seek care with a specialist in tinnitus care, a psychologist. I used the device for almost 2 months and I told the audiologist after 6 weeks use that the tinnitus was worse and she said increase in sound of the tinnitus sometimes happens but it will get better. At the end of 6 weeks the tinnitus was even louder and I quit using it. I have no idea how many people are having this problem with the device treatment but to me it has seriously affected my quality of life.